Event description:
The sales rep reports that during a lap cholecystectomy procedure, the device did not work. They got a new device to complete the procedure.

Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and fed and formed four conforming clips; the remaining four clips were ejected. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.